Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation a service required alarm was observed in the device's downloaded event log indicating the battery was not charging. The device's power management board was replaced to address the issue. Additionally, a service required alarm indicating the detachable battery failed to charge was observed. This issue would not affect the device's ability to deliver therapy as designed. The blower motor hours were high. The blower motor was replaced preventatively. The device was tested and passed all final testing.